Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that there was no electromagnetic interference. The issue was related to poor atrial sensing of the actual p-wave on the right atrial (ra) competitor lead. The change out from the ICD to the crt-d was due to an upgrade only.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced some possible electromagnetic interference. One day later the ICD was explanted and upgraded to a cardiac resynchronization therapy-defibrillator (crt-d). No patient complications have been reported as a result of this event.